Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the modular cable was damaged. The patient stated that overnight the driveline was up next to the system controller under covers. The patient believed that the heat generated from the controller may have caused the degradation of the modular cable. The modular cable was to be exchanged. The log files did not contain any evidence that the modular cable damage had caused any issue. The modular cable damage appeared to be cosmetic only.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of system controller overheating was not confirmed, and the reported event of a low voltage hazard alarms was confirmed via the submitted log files. The log files showed the system controller¿s internal temperature ranging from 36-46 degrees celsius, which is within the design specification. The internal temperature, however, cannot be conclusively correlated to the system controller¿s case temperature. On (B)(6) 2024 at 21:23:16, the log file captured routine low voltage hazard alarms due to extended use of 14v li-ion batteries. The alarm resolved after the batteries were changed. The provided information indicated the system controller was exchanged and will not be returning for further analysis. A root cause for the system controller overheating was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, gives instructions on how to identify and resolve any battery related alarms and messages. The heartmate 3 patient handbook section 2, entitled ¿how your heart pump works¿, which was available for use at the time of the event, and the heartmate 3 instruction for use section 2, entitled ¿system operations¿ warn the user against placing the system controller on bare skin for an extended period of time as the system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). The heartmate 3 instruction for use, section 3, entitled ¿powering the system¿, provides instruction on how to monitor the charge levels of the 14v li-ion batteries. The heartmate 3 instructions for use, section 6, entitled ¿equipment storage and care¿, provides instructions on how to care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.